Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to an infection (non-device related). There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.